Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/28/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat 6+ cartridges that yielded a suspected discrepant hct/hgb result on a (B)(6) year old male patient. The patient was presented with stage IV renal carcinoma that was presented in the emergency room as weak, light headed, dehydrated and anemic. There was no additional patient information at the time of this report. Date; time: method: hct: hb: comment: (B)(6) 2015, 10:40, sysmex, 27.7%, 9.4, received 2 liters normal saline via central line. (B)(4) 2015, 14:44, I-stat, 18%, 6.1, received 1 unit of packed red cells. Bp= 165/85. (B)(6) 2015, 20:32, sysmex, 28.9%, n/a, patient admitted, typed & crossed. Received 1 unit of packed red cells. Bp= 165/85. No additional packed red cells. Date: time: method : hct: hb: comment: (B)(6) 2015, unk, sysmex, 27.2%, 9.8, return to ER: weak, tired, dehydrated, tachycardic & possible infection. Given 1 liter normal saline, discharged; antibiotics for uninary track infection. There are no other injuries associated with this event. There was no repeat on I-stat. Because the pre-transfusion hct result on the alternative method was 27.7% and post transfusion the hct result on the alternative method was 28.9% there is reason to believe the I-stat result of 18% may be correct. The patient was transfused based on the I-stat result. The investigation is underway.